Event description:
Procedure: gastrectomy. According to the reporter: patient returned to the operating room on (B) (6) 2010 and a leak was found on the last staple line. A 3mm hole was reported. The surgeon was able to apply another staple line to re-seal the leak at the stomach.

Manufacturer narrative:
(B) (4).